Event description:
It was reported to minimed that the customer experienced hypoglycemia, cracked cartridge holder, bent screw and dial was very hard to turn. The customer reported blood glucose values of 50 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-105elblna. Troubleshooting was performed. There additional resistance experienced when turning dose knob/dial greater than 4 units and customer attempt to force the dose knob/dial when difficulty turning was experienced. The customer was advised for the replacement of the inpen. No further patient complications were reported. Mmt-105elblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.